Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - mechanical problem identified. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of chemotherapy, the complaint was confirmed or replicated during the investigation. ¿ on (B)(6) 2024 at 8:40 am the suspect pump module (s/n: (B)(6)) was programmed for a primary infusion of chemotherapy using drug ID = 397. Dose = 31.0345mcg; drug amount=45 mcg; diluent volume=360 ml; rate = 5 ml/h and vtbi = 360 ml; infusion lasted an hour. ¿ at 1:09 pm suspect pump module (s/n: (B)(6)) was programmed a guardrails drug. Drug amount=45 mcg; diluent volume=360 ml, rate = 5 ml/h; vtbi = 359 ml and pvi = 4.413 ml. ¿ reprogramming infusion to rate = 5 ml/h; vtbi = 355 ml and pvi = 14.92 ml, then powered off the device. ¿ at 6:21 pm suspect pump module (s/n: (B)(6)) was basic infusion programming, rate = 5 ml/h; vtbi = 15 ml, the infusion lasted 3 hours and pvi = 15.006 ml. ¿ at 9:43 pm suspect pump module (s/n: (B)(6)) was basic infusion programming, rate = 5 ml/h; vtbi = 10 ml, the infusion lasted 2 hours and pvi = 10.011 ml, then power off the device. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. ¿ occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. ¿ the incident administration set was returned for this investigation and no obvious issues were observed during inspection. ¿ the customer reported an over infusion of chemotherapy, but did not provide the day/time of the incident, the rate, vtbi or volume/concentration of the infusion issue. ¿ the ¿as received¿ inspection of the device to have the manufacturers seal broken. The casing inside was observed a lot of stains and corrosion. The bezel assembly date code was noted as january 2020 (not recall affected), making the bezel 4 years old. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Notes to repair center: suspect pcu s/n (B)(6)(w/o: (B)(6)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(6)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported over infusion of chemotherapy is suspected to be due to user programming performed in the pcu. The device was initially programmed as reported for a 72-hour chemotherapy infusion on (B)(6) 2024 but then was programmed for a basic infusion of only three hours a short time later. Note that imdrf annex a1801, a040502, c0601, d15, and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a chemotherapy drug was delivered to a pediatric patient over the course of five (5) hours instead of seventy-two (72) hours. There was no information on patient outcome. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a chemotherapy drug was delivered to a pediatric patient over the course of five (5) hours instead of seventy-two (72) hours. There was no information on patient outcome. Although requested, no additional information was provided by the customer.

Event description:
It was reported a chemotherapy drug was delivered to a pediatric patient over the course of five (5) hours instead of seventy-two (72) hours. There was no information on patient outcome. Although requested, no additional information was provided by the customer. Additional information was received following an on-site visit by manufacturer representatives: immediately following the event, the evening biomed technician ran tests on the devices. Could not replicate reported event. Infusion of blincyto was programmed at 5ml/hour primary infusion on regular IV tubing and was connected to a y-site attached to the patient's vascular access. There was also a primary IV set of a normal saline driver infusion programmed at 5ml/hour and infusing at this time in other y-site port. Patient had a central medi port that the infusion was administered through. The infusion was hung at 1800 and the bag was empty by 2300. During the event, clinicians were in the patient's room due to clinical changes the patient was experiencing and the charge nurse noted that the IV bag was empty down to the drip chamber. Second rn checked the initial programming and at handoff, and the programming was correct. Documentation all matched. Primary IV set used was bd alaris pump infusion set 2426-0007 with an add on filter (bd smartsite low sorbing extension set 0.2 micron low protein binding filter 10013902). Nursing primes this infusion with drug at setup. No issues or alarms noted. Blincyto does have overfill in the IV bag to account for priming the IV set, to have the amount ordered to be administered, and avoid air-in-line issue and do not flush the infusion. The port needle is changed, and cadd pump is connected for home administration. Patient had been getting this infusion for a few days prior to this new bag being hung, as they had been experiencing reactions to the medication unrelated to over-infusion event. Following the over infusion, the patient was transferred to the ICU for additional monitoring. Patient was reported to be "ok".

Manufacturer narrative:
Omit: f24 - insufficient information. Additional information: event attributed to, imdrf annex f code.